Event description:
It was reported that there was an unspecified discrepancy between the printout and the drug in the pump. The pump was replaced. The pt recovered without sequela. The medication in the pump was morphine 20mg/ml.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.